Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical was unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, there was no indication of a product malfunction. The instructions for use (IFU) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site. Obturator tip is pointing away from major vessels, organs and other anatomic structures."

Event description:
Procedure performed: inguinal hernia repair event description: rep was not present for the case. Limited information is available at the time of report. Rep was "contacted by a surgeon last night that said one of his colleagues was in a case where they were using an applied medical trocar and during the procedure, while placing the trocar around the midline area, on a thin patient, (98 lbs) the portal vein was contacted." It is unknown if the product is available for return. Surgeon who reported the event was very vague and did not offer any additional information. Additional information was received via telephone on 25jun2021 from applied medical account manager: after talking to other hospital staff including a scrub tech and the hospital supply manager, no other information was able to be obtained. The rep tried talking to the surgeon who reported the case for a third time and the surgeon still did not want to provide any additional information regarding the complaint event. Patient status: no patient injury was reported to the rep.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia repair. Event description: rep was not present for the case. Limited information is available at the time of report. Rep was "contacted by a surgeon last night that said one of his colleagues was in a case where they were using an applied medical trocar and during the procedure, while placing the trocar around the midline area, on a thin patient, ((B)(6) lbs) the portal vein was contacted." It is unknown if the product is available for return. Surgeon who reported the event was very vague and did not offer any additional information. Type of intervention: unknown. Patient status: no patient injury was reported to the rep.